Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement and dropped from the atrium to the ventricle, which was later confirmed through xrays. The lead was repositioned successfully. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement and dropped from the atrium to the ventricle. The lead was repositioned successfully. No additional information is available at the moment. No additional adverse patient effects were reported.